Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer addressed elevated bg with a correction bolus via the pump. Reportedly, the customer states that the issue has resolved.